Manufacturer narrative:
The initial reporter placed an expired dental implant.

Event description:
The clinician reported that over 11 months after the dental implant was placed in ada site 30 in the patient's mouth, the implant lost osseointegration. The clinician reported peri-implantitis in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.